Manufacturer narrative:
Section h6 - adverse event problem: medical device problem code correction.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision procedure on (B)(6) 2024, it was noted that after the right extension was removed from the ipg header with no difficulty, it was visibly and clearly frayed at the proximal end. Lead diagnostics showed that contacts 9 and 10a had high impedances. The physician layered derma glue onto the extension and insulate the contacts. The high impedance on contact 9 persisted and contact 10a impedance resolved. The extension was inserted into ipg, procedure was completed, and therapy was successfully restored.